Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5 and h6 codes. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead had a fracture. Subsequently, this rv lead was surgically abandoned. This rv lead was replaced with a non-boston scientific rv lead. Other than the procedure no additional adverse patient effects were reported. Additional information indicated that this right ventricular (rv) lead exhibited noise oversensing with loss of capture (loc) and high pacing thresholds. Observations also included, high out of range pacing and shock impedance measurements. Technical services (ts) indicated that the behavior in the impedance measurements could be related to calcification. Other than the procedure no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a fracture. Subsequently, this rv lead was surgically abandoned. This rv lead was replaced with a non-boston scientific rv lead. Other than the procedure no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.